Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an amphirion deep pta balloon during procedure. An unknown inflation device was used for balloon inflation. There was no damage noted to packaging. There was no issue nosed when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation, a burst or leak was noted at 12 atm. There was no resistance encountered when advancing the device. The balloon did not fragment. Physician completed the procedure by sing another amphirion deep pta balloon of different length. There was no vessel injury noted. There was no patient injury.